Event description:
Incident reported for unintentionally retained procedural item. Patient underwent bedside procedure for insertion of pigtail chest tube, a cook medical wayne pneumothorax set, for drainage of pleural effusion without complication. Upon discontinuation of device 3 days later, it was discovered that the obturator, an inner cannula utilized for insertion was still inside the other sheath. The device remained intact, and the effusion was drained as expected. No harm or additional interventions required due to the finding. Manufacturer states the obturator is never intended to remain within the patient. Concerns as to why the obturator allows to leur-lock to the drainage system, with no mechanism to flag user for removal of obturator.